Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a head rest. The customer reported that during a surgery, where the pt was anesthetized and intubated and in the ventral decubitus position, a head frame rest was placed to hold the head in position. It is reported that the head rest lost consistency resulting in the pt's head compressing and folding the endotracheal tube, causing the pt to be extubated. The pt, then had to be re-intubated.

Manufacturer narrative:
(B)(4). An investigation is underway. Upon completion, the results will be forwarded. (B)(4) has requested additional info but no additional info was available. If additional info is obtained, the medwatch form will be updated.